Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott balloon. During the procedure, the valve was observed to have not expanded completely. A full recapture was performed but the issue remained unchanged, so it was decided to not deploy and remove from the patient's anatomy. A non-abbott was replaced and able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged. The user believed the valve expanded non-uniformly due to the calcium distribution in between the 3 cusps.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.